Event description:
It was reported to philips that the system would not start. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. A philips field service engineer (fse) inspected the system on-site and confirmed that the system did not start. During troubleshooting, the fse found that the suite pc failed to start despite the presence of input voltage. To resolve the issue, the fse replaced the suite pc and performed a system software installation. The suite pc mdp was returned to philips for failure analysis, which confirmed that the power supply was defective and the unit was not powering up. After replacing the suite pc, the system was returned to use in good working order and was ready for clinical use. The codes were updated based on the investigation outcome.